Manufacturer narrative:
A ge service rep performed an onsite investigation. The handles on art were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the workstation handle bolts broke causing handle to come off. There was no reports of pt injury or death associated with this event.